Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer found a cut on the retractor band and replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed drawer. The customer reported that the malfunction occurred when the user was trying to issue medication. There was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.